Event description:
It was reported that a patient implanted with this inflatable penile prosthesis (ipp) complained that the device was not functional, which led to a revision surgery. During the procedure, no device anomaly was observed; however, the pump was noted to be located high within the scrotum. Physician believed the device had reached end of life; therefore, the entire device was removed and replaced. Due to a previous pelvic fracture, reservoir placement was challenging. Besides that, no additional patient complications were reported.